Event description:
It was reported that the patient presented to the emergency department, having felt lightheaded for a few days. The physician delivered an external shock to the patient for possible atrial fibrillation with rapid ventricular response. Boston scientific technical services (ts) was contacted regarding the lack of device therapy, and ts explained that the recorded ventricular tachycardia was not above the programmed treatment threshold of 200 beats-per-minute. The device and leads remain in service. No additional adverse patient effects were reported.